Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via l-p shunt to a patient. Doi and the initial setting are unknown. Since the lumbar catheter (non-codman device) was found to have come off from the valve by the postoperative x-rays, a revision was performed on (B)(6) 2016. During the revision, the surgeon found that the lumbar catheter was broken at the connection part with the connector, and in addition to that, it had holes easy to break, so the entire system was replaced. The patient's condition is good after the revision. The surgeon wonders if there is any difference in material of the catheter between chpv and certas, and suspects that certas has a tendency that load concentrates on the connection part due to its large size. The surgeon strongly requested certas valve for l-p shunt. It was also reported that blood inside the removed valve entered during removal.

Manufacturer narrative:
Additional info: upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was at setting 7. The valve was hydrated for 24 hours. The valve was visually inspected: as noted in the complaint description a reddish liquid was noted inside the valve due to ex-plantation of the valve. The lumber connector was inspected, no defects were found. As the catheters were reported not to be manufactured by codman as this is the case these will not be investigated. See attached e-mail confirming lumber catheters are not codman device. Review of the history device records confirmed the valve product code82-3100 with lot cvcb17, conformed to the specifications when released to stock in 18th march 2016. No root cause could be determined, as no problem was found with the lumber connector. As noted in the IFU: use only with catheters that are compilable with the dimensions shown in the detailed product description section. As noted in the IFU the valves are designed for use with catheters having the following dimensions : ventricular catheter : inner diameter 1.4mm, outer diameter 2.7mm. Distal catheter : inner diameter 1.0mm, outer diameter 2.2mm. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.